Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose in the 400-500 mg/dl range due to bent infusion cannulas. There were no concerns with the preparation or insertion of the infusion sets. There was insulin leakage that was discovered when pt smelled insulin and noticed the infusion set adhesive was wet. Normal blood glucose is approx 180 mg/dl, and pt treated hyperglycemia with injection therapy. Headsets were inserted with the insertion device. Pt reported that when the cannulas bent, they were "laying flat" and she was not getting insulin. Pt started this type of infusion set in (B)(6) 2011. Alleged infusion sets were not available to return for eval. Product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.